Event description:
Customer reported device = 15,18 & 38mg/dl. Customer went to the emergency room. Hospital device = 138 & 148 mg/dl. No treatment was received. Customer was observed for a few hours and an EKG was performed as well as placing a monitor on the baby. No controls. A request was made for retuen product and replacement product was sent.